Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 66 year old male patient presenting for impella support. During support, the patient was suspected as developing hemolysis and subsequent renal injury. As treatment, haptoglobin and dialysis were administered.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01641 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted that the procedure outcome was that patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.